Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they believed their implanted device was malfunctioning. They noted it needed to be recalibrated but something wasn't working right. Follow up yielded no information. The device remains in use. No patient complications have been reported as a result of this event.